Event description:
The initial reporter stated that the pump had been set to deliver 0.1 ml/hr and then 0.5 ml/hr, but that they could not see that the pump was actually delivering. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint, and that they had no information regarding the infusion. No other information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmd.